Event description:
Device malfunction: none. Time of symptoms: during procedure, post-procedure and during hospitalization.symptoms: slow-flow (thrombosis), left-side stroke with residual expressive aphasia, mild right-arm weakness; confusion and agitation overnight. It was reported that the patient was admitted for a left internal carotid procedure with mild calcification and a 99% long stenosis in the proximal portion of the vessel. He was noted to have slow-flow in the cerebral vasculature post-stenting and an aspiration thrombectomy of the lica was performed using an aspiration device. Post-procedure the patient experienced hyperperfusion syndrome resulting in prolonged hospitalization. It was noted that post-operatively, he experienced a left-sided stroke with residual expressive aphasia and mild right-arm weakness. The patient was admitted post-procedure for observation, and developed some confusion and agitation overnight and had an exacerbation of his expressive aphasia. A CT of the head was performed which revealed only a remote lacunar infarct and evidence of related encephalomalacia. The physician felt that the exacerbation could be due to hypoperfusion, hyperemic syndrome, delirium or possibly related to transient decrease in cerebrovascular blood flow during the procedure. It was further noted that the patient was started on steroids, and on post-procedural day two, had total resolution of his symptoms. Additional CT of the head was repeated which revealed no interval change. The patient was also noted to be bradycardic at presentation and during his hospital stay, however, has since been discharged. There is no addtional information available.